Event description:
The reporter contacted animas on (B)(6) 2012 stating that the ok keypad button had a delayed response. The reporter noted that the up arrow, down arrow, and ok keypad button symbols were worn off. The reporter denied any damage to the keypad or any moisture to the pump. The patient reportedly wore the pump outside a garment and cleaned the pump with a damp cloth as needed. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of contamination or defects of the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.